Event description:
Reporter alleged obtaining discrepant blood glucose results of 201 mg/dl back to back with a result of 106 mg/dl when testing was performed 1 minute a part on the aviva system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.